Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600 mg/dl. The customer was experiencing unexplained high glucose for several days. Troubleshooting was performed. Reviewed the alarm history and found several motor error alarms. The customer stated that the infusion set was changed to resolve the issue. The programming, time, and date were correct. Ran a fixed prime test and passed. The customer's most recent glucose reading was over 300 mg/dl. The customer requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. Mfg. Report 2 of 2, medwatch report # 2032227-2011-04149.